Event description:
It was reported that the patient presented for in clinic follow up with the pulse generator unable to be interrogated via radio frequency (rf) telemetry. No interventions were reported. There were no patient consequences.